Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include extreme fatigue, difficulty breathing and chest pain. The patient was treated with insulin via intravenous therapy. The patient was released after two and a half days. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the distal tip of the soft cannula was plugged with an unknown pink substance. It was found during fluid path testing that the hard cannula was blocked, though it was cleared with a soldering tip. Based on the download data, observed occlusion did not affect the device¿s ability to deliver insulin when the pod was worn. Data download shows no alarms were generated. No timeouts or drive stalls occurred that would indicate a failure of the pod to deliver insulin.